Manufacturer narrative:
A follow up report will be submitted upon completion of this investigation.

Event description:
The customer reported that the infinity central station alarmed an asystole event. However, one could not see which patient it was because the line with the name of the station / room / name of the patient was empty. It was reported that the patient is in the ICU. An injury was noted. Reportedly it happens more often that the names disappear. According to the user, the names reappear after about 30 minutes. A photo provided verified the reported symptom; only the bed numbers were identified.

Event description:
The customer reported that the infinity central station alarmed an asystole event. However, one could not see which patient it was because the line with the name of the station/room/name of the patient was empty. It was reported that the patient is in the ICU. An injury was noted. Reportedly it happens more often that the names disappear. According to the user, the names reappear after about 30 minutes. A photo provided verified the reported symptom; only the bed numbers were identified.

Manufacturer narrative:
Additional information was provided stating the patient was cared for and transferred to the intensive care unit. Multiple requests were made on the patient injury, however was not provided. Screen shots provided confirmed the issue. Screen shots also showed monitoring was being conducted (displayed waveforms and parameters including bed labels) but no patient names were present. This was also observed on 2 other beds. In addition these 3 beds were shown to have depleted batteries. Logs were received however did not cover the correct date and time. Logs would have verified if the m300 shutdown therefore discharging the patient and confirming alarm behavior as battery capacity was depleted. Therefore root cause cannot be determined. However a possible root cause is the m300 batteries were fully depleted, discharging the m300. When this occurs patient data is no longer displayed at the ics because the m300 resets to default settings. By design an offline message is displayed at the ics to alert the user. The m300 is then placed in the bedside charger to charge the m300. Only parameters and waveforms are shown. The m300 instructions for use (IFU) states: patient data are no longer displayed at the ics under the following conditions after a patient discharge. When the battery charge is depleted. During a network interruption. There have been no other sites reporting this issue globally. This is an isolated case.

Manufacturer narrative:
Additional information was provided stating the patient was cared for and transferred to the intensive care unit. Multiple requests were made on the patient injury, however was not provided. Screen shots provided confirmed the issue cited in the complaint. Four images showed an asystole alarm with patient monitor ID but no patient name. In addition the images showed several devices that also did not show the patient name but retained the patient bed label and waveforms. This is consistent with a network issue effecting data streaming from patient monitors to the ics and not a malfunction with the associated ics or m300. After testing of the device, the ics was placed back into use with no further occurrences or reproducibility of the issue. There is no indication that our device played a role in the reported injury. Trending of the complaint database shows this as an isolated event.

Event description:
The customer reported that the infinity central station alarmed an asystole event. However, one could not see which patient it was because the line with the name of the station/room/name of the patient was empty. It was reported that the patient is in the ICU. An injury was noted. Reportedly it happens more often that the names disappear. According to the user, the names reappear after about 30 minutes. A photo provided verified the reported symptom; only the bed numbers were identified.